Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2011-01861. It was reported to boston scientific corporation that two resolution ii clip devices were used to treat a bleed in the stomach during a hemostasis procedure on (B)(6) 2011. According to the complainant, during the procedure, both resolution ii clips did not detach from the delivery catheter when deployed. The procedure was completed with another resolution ii clip. There were no patient complications as a result of this event. The patient was reported to be okay post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01860 and 3005099803-2011-01861. It was reported to boston scientific corporation that two resolution ii clip devices were used to treat a bleed in the stomach during a hemostasis procedure on (B)(6), 2011. According to the complainant, during the procedure, both resolution ii clips did not detach from the delivery catheter when deployed. The procedure was completed with another resolution ii clip. There were no patient complications as a result of this event. The patient was reported to be okay post procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device revealed that the handle was locked and the clip assembly was deployed and not returned. No damage was observed to the mini-sheath; however, it was found to bow out slightly near one of the bushing arms. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. The reported event of 'clip failed to release from catheter' was not able to be confirmed due to the clip assembly not being returned. However, the device appears to have been deployed as designed and had no deformities.